Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose levels of 49 mg/dl. The customers current blood glucose level was 136 mg/dl at the time. No symptoms or treatment was mentioned. Customer stated that since changing settings in his insulin pump, he has not been able to get his blood glucose above 80 mg/dl. It was reported the drive support cap was ok and the customer was disconnected during the rewind/prime sequence. During troubleshooting, it was reported that the reservoir is showing more insulin than what is shown on the screen. The customer was advised a replacement insulin pump will be sent out and to use a backup plan per healthcare professional's recommendation. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with all operating currents within specifications and passed functional testing including the rewind test, self-test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Several bolus were also delivered. The insulin pump delivered properly all bolus profiles. All bolus profiles were properly recorded at the bolus and daily total history screens. The test reservoir units left matches properly to the units left in the pump status screen noted. No bolus delivery anomaly noted. The insulin pump had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip, scratched reservoir tube window, stained address/serial number label and stained end cap sticker. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.